Event description:
Additional information was received from the patient. They reported that the cause of the difficulty recharging was determined to be due to the charger failing to lock on to the stimulator. The recharger was replaced and the defective one was returned. They noted that they were successful in charging their implant and that the implant was located in the lower left buttock, just below the waist. They stated that the cause of the implant being deep was not determined but that replacing the handheld device had resolved their issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: cd9000, lot/serial# (B)(6), product type multiple therapy; product ID wr9220, lot/serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the difficulty charging was unknown but that they could not hold the position when charging. The unit was replaced. When asked what steps were taken to resolve the issue they noted that they had been sent a belt but it did not help sincethe charger was not working properly. They stated that they were able to successfully charge their implant. They noted that their device was in their lower left spine, 2 inches deep. They stated that the replacement device was working and that the cause of the ins being too deep was unknown and that replacing the handheld device had resolved their issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device , the reason for call was caller reported patient has been having a great deal of difficulty recharging their implanted neurostimulator for probably 2-3 months ago. Caller said they have to have the recharger in the exact spot and hold it with their hand the whole time it is charging which sometimes can be half an hour and it takes a long time to find the device. Agent asked and caller confirmed they do not have a recharging belt. Offered to send belt and offered to assist caller to troubleshoot but caller said they were not withthe patient at the time of the call. Reveiwed resetting process and worked with caller to reset the charger by holding down the power button for 45 seconds and recommended calling pats back should they need further troubleshooting . The issue was not resolved through troubleshooting. The caller mentioned unrelated medical history. This included caller said patient used to work with dr snyder at urology associates and now they see dr bell (first name asked/unknown). Additional information was received from the patient representative. They called back reporting t hey tried using the charging belt but continued to experience difficulties with charging the ins. They also reported getting a 1707 code. The meaning of this message was reviewed. The caller reported they believed the ins was deep because they were not able to palpate it, however they would like to try a new wireless recharger before following up with their managing physician. An email for a replacement request was sent to repair. The caller confirmed they will follow up with managing physician if the issue was not resolved.